Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter states patient tested 5.5 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. Patient's coumadin was held for 1 day based on the lab result. No adverse event reported. Requested return of suspect strips and replacement was sent.